Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aneurysm was successfully excluded at the conclusion of the index procedure. The patent presented at 1.5 years post-op with an occlusion of the left iliac limb stent graft. An thrombectomy re-intervention was performed to successfully resolve the occluded iliac limb. As of the date of this report, there have been no additional patient sequelae reported.